Manufacturer narrative:
(B)(4)

Event description:
It was reported that several episodes of pacemaker-mediated tachycardia were observed on the device via remote transmission. Pmt was terminated via the device's pmt algorithm. Patient was doing fine after the event.